Event description:
The clinic reported that a laser vision correction patient presented at 5 and half months following the treatment with an epi ingrowth in the right eye. A flap lift and rinse was planned to remove the cells. The patient's best corrected visual acuity at time of diagnosis was 20/20.

Manufacturer narrative:
Coded for visual disturbance as patient commented is experiencing shadowing in the right eye. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not require or request field service or clinical support. All pertinent information available to amo has been submitted.